Manufacturer narrative:
Clarification to d.4: lot number 569344 device evaluation: visual analysis of the returned device identified: brown particles in the surface of the shell, opening and weight to the spec. A microscopic analysis was performed which identify an opening striated in the anterior side and opening sharp in the anterior side. Based on the device analysis the final assessment is: a striated opening in the anterior side assessed as surgical damage. A sharp opening in the anterior side assessed as surgical damage.

Event description:
Healthcare professional reported left side exchange from textured to smooth due to the patient concern with the product. Also reported a capsular contracture, baker grade iii-IV for an unknown side. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, a6.

Event description:
Healthcare professional reported left side exchange from textured to smooth due to the patient concern with the product. Also reported a capsular contracture, baker grade iii-IV for an unknown side. Device has been explanted.

Manufacturer narrative:
The event of "capsular contracture, baker grade iii-IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "exchange from textured to smooth" "capsular contracture, baker grade iii-IV".

Event description:
Healthcare professional reported left side exchange from textured to smooth due to the patient concern with the product. Also reported a capsular contracture, baker grade iii-IV for an unknown side. Device has been explanted.